Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the cuff got loose and didn't adhere to the skin. As a result, the pt showed signs of a clear infection at the exit site. The catheter was pulled and replaced with a new on 05/19/2014. Medical intervention: antibiotics and a catheter change.